Event description:
The tip fell off of the electrode during surgery. The surgeon had to use a basket retrieval technique adding ten minutes to the procedure. This is the third time that this problem has occurred.